Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2009. The patient experienced neuropathic pain and was treated with medication. The patient underwent a hysterectomy on (B)(6) 2010. On examination of the fibroids, the patient was later diagnosed with intravascular leiomyomatosis.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent a sling procedure on (B)(6) 2009 concomitantly with a posterior and anterior repair. Since that time, the patient has suffered with neuropathic pain which has been unremitting despite medication to control it. The patient has experienced persistent perineal pain. The patient has been referred to gynecologists in the past and has been referred to a urogynecologist.